Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, they were unable to proceed with the intubation due to the reported image being blurry and white. The customer reported the blurry and white image had covered up the patient's vocal cords displayed on the connected monitor. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.